Event description:
Ns 1l bolus scanned by computer x 2 and rover x 1. Barcode never recognized. Bag confirmed to be ns 1l. Scanned and used a different bag of ns to give patient. Bag with bad barcode given to [redacted name] to follow up. Manufacturer response for 0.9% sodium chloride 1 l bag, 0.9% sodium chloride 1l bag (per site reporter) [redacted date] sample shipped tracking# [redacted number].